Manufacturer narrative:
Additional information: a2, a3a, a4, b5, g3, h6 (fdd a050501 removed). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, in an attempt to transect the intestine, after pressing the green button and firing the device, the staples fired. However, on the second squeeze of the handle, the device failed to fire. Additionally, the safety knife popped out directly and could not be used. To resolve the issue, a new handle and reload were used. It was noted that the procedure time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
D10 - concomitant product: egiaustnd, egiaustnd endogia ultra univ std stap, (lot# p4k1205s) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, in an attempt to transect the intestine, after pressing the green button and firing the device, the staples fired. However, on the second squeeze of the handle, the device failed to fire. Additionally, the safety knife popped out directly and could not be used. To resolve the issue, a new handle and reload were used. It was noted that the procedure time was extended by less than 30 minutes.

Manufacturer narrative:
Additional information: a2, a3a, a4, b5, g3, h6 (fdd a1602, a050502 removed) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic subtotal colectomy procedure, in an attempt to transect the intestine, after pressing the green button, the user was unable to squeeze the handle. The device did not fire. To resolve the issue, a new handle and reload were used. It was noted that the procedure time was extended by less than 30 minutes.